Event description:
It was reported to philips that the device failed to acquire an etco2 reading. There was no patient involvement.

Event description:
It was reported to philips that the device failed to acquire an etco2 reading. There was no patient involvement.